Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right ventricular lead was curved at the coil. The physician attempted to implant it multiple times, but the lead would not drop into the apex of the right ventricular. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead was curved was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found the lead slightly curved and x ray examination found the inner coil slightly stretched consistent with procedural damage. The cause of the reported event was isolated to the damage occurring at the time of procedure.